Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was bilateral deep vein thrombosis (dvt), possible pulmonary embolism (pe), with medical history including diabetes, cerebrovascular accident (cva), obesity, hypertension, chronic weakness, osteoarthritis, depression, low back pain, gastroesophageal reflux disease (gerd) and dyslipidemia. There was successful fluoroscopy-guided placement of a trapease ivc filter in an infrarenal location without reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, several struts of the filter perforated the wall of the ivc. Approximately seven years and four months after implant, a CT revealed an intact trapease ivc filter at the level of l3-l4, in addition to a benign 5.6cm cyst arising from the lower pole of the right kidney, cholelithiasis, benign calcification in a caudate lobe of the liver, vascular calcification, degenerative changes of the spine and a small hiatal hernia. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc. The patient further reports anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, several struts of the filter perforated the wall of the inferior vena cava (ivc). As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the medical records, the patient had been admitted to the hospital for bilateral deep vein thrombosis (dvt), possible pulmonary embolism (pe), with medical history including diabetes, cerebrovascular accident (cva), obesity, hypertension, chronic weakness, osteoarthritis, depression, low back pain, gastroesophageal reflux disease (gerd) and dyslipidemia. Per the implant records, the filter was indicated for deep venous thrombosis and pulmonary embolism. The patient underwent successful fluoroscopy-guided placement of a trapease ivc filter in an infrarenal location without reported complications. Approximately seven years and four months after the filter was implanted, an abdominal computerized tomography (CT) scan revealed an intact trapease ivc filter at the level of l3-l4, in addition to a benign 5.6cm cyst arising from the lower pole of the right kidney, cholelithiasis, benign calcification in a caudate lobe of the liver, vascular calcification, degenerative changes of the spine and a small hiatal hernia. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and four months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The filter subjects the patient to the risk of future and progressive filter failure including migration, further perforation, fracture, embolization of a fracture, clotting, thrombosis and even death. The patient further experienced anxiety related to the filter.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, several struts of the filter perforated the wall of the inferior vena cava (ivc). As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and four months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The filter subjects the patient to the risk of future and progressive filter failure including migration, further perforation, fracture, embolization of a fracture, clotting, thrombosis and even death. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that several filter struts had perforated the wall of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, several struts of the filter perforated the wall of the ivc. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.